Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 4. The valve was visually inspected: a clear liquid was noted inside the valve. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined for the valve as the problem reported by the customer was not confirmed. The problem was likely due to an excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded, this however could not be determined. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Incident occurred at (B)(6) hospital concerning a certas plus valve. Valve would not produce flow. Back up valve of the same lot was implanted without incident. 2/8/16 per rep: the event did not cause a delay longer than 30 minutes, there were no adverse consequences to the patient.